Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, clinical evaluations was able to find evidence to support the following event. It was confirmed that patient had an endoleak type 3b of the main body at bifurcation and an aneurysm enlargement (+7mm/27m). In addition, on (B)(6) 2017 (28 month post implant), patient had an endoleak type 2 at the l4 lumbar. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was related to the calcifications in the right common iliac artery and aortic bifurcation. Associated clinical harms for this event included: type iiib endoleak, aneurysm enlargement, and secondary endovascular procedure. There was no device related issue involving the type ii endoleak, the cautionary product use condition, patent lumbar arteries, likely contributed to the procedural related harm: type ii endoleak. The final patient disposition was reported to be good post secondary procedure. Further investigation of this complaint can be found under CAPA (B)(4) for endoleak type 3b. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. In addition, a review of manufacturing lot confirmed all devices met specifications prior to release. The lot usage history shows that no other units from the affected lots have been involved in any similar complaints at this time. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was initially implanted with one bifurcated, one vela suprarenal, and two limb extension. During a routine follow up, CT revealed an endoleak type 3b of the main body stent. The patient underwent a secondary on (B)(6) 2017 to reline with an additional bifurcation and suprarenal extension. No additional patient sequalae has been reported at this time.